Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a yellow "glue" like substance on the luer lock of multiple cartridges. Reportedly, another box of cartridges appeared to be "fine". There was no impact to the customer's blood glucose level.